Event description:
Legal counsel for patient reported that patient underwent an right hip arthroplasty on (B)(6) 2009 and a left hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2015 due to patient allegations of physical injury and bodily impairment, debilitating lack of mobility, conscious pain and suffering, increasingly debilitating pain, discomfort, soreness, dysfunction, and loss of range of motion. Another revision for the right side has been indicated; however no reported revision to date. A review of invoice history confirmed the surgery dates and revealed that the modular head and taper insert were replaced with a ceramic head and active articulation liner during the revision procedure on (B)(6) 2015. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left revision procedure on (B)(6) 2015 due to ratcheting of the left hip. Operative report further noted normal synovial fluid and no evidence of formation of a pseudotumor during the revision procedure. The modular head and taper adapter were removed and replaced and a liner was implanted. Operative report also noted patient underwent a right revision procedure on (B)(6) 2015 due to a pseudotumor on the right hip. Operative report noted synovitis within the hip joint and an early pseudotumor indicative of metallosis. The modular head and taper adapter were removed and replaced and a liner was implanted.

Event description:
Legal counsel for patient reported that patient underwent an right hip arthroplasty on (B)(6) 2009 and a left hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) , 2015 due to patient allegations of physical injury and bodily impairment, debilitating lack of mobility, conscious pain and suffering, increasingly debilitating pain, discomfort, soreness, dysfunction, and loss of range of motion. Another revision for the right side has been indicated; however no reported revision to date. A review of invoice history confirmed the surgery dates and revealed that the modular head and taper insert were replaced with a ceramic head and active articulation liner during the revision procedure on (B)(6) 2015. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent an initial right hip arthroplasty on (B)(6), 2009 and an initial left hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reports that a left hip revision was performed on (B)(6) 2015 due to patient allegations of pain and elevated metal ion levels. It is further alleged that the patient will need a right revision in the future. A review of invoice history confirmed the surgery dates and revealed that the modular head and taper insert were replaced with a ceramic head and active articulation liner during the revision procedure on (B)(6) 2015. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015-02336 & 02337 & 02338).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." ¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."